Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted on (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used cautery during an implantable pulse generator (ipg) replacement and burned through the right atrial (ra) lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.